Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii

Event description:
Patient representative reported right side "severe breast pain and tenderness", "anxiety and depression associated with device recall", "regressive calcifications", "extreme adhesions" and "capsular contracture baker grade iii" confirmed via ultrasonography. Device was explanted and replaced with a non-abbvie device.